Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was ran over by a car, and the touchscreen is now shattered and no longer responsive. Customer had elevated blood glucose levels (290 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.